Manufacturer narrative:
During the reported event, the table height was at its lowest setting and the table top slide was at the maximum extension (9"). Or staff personnel were advised by the physician to apply downward pressure to the patient on the 4085 surgical table. At this time, the surgical table began to tip down towards the head of the surgical table. The patient was securely strapped on the 4085 surgical table and did not fall. The 4085 surgical table operator manual states (pp.1-1), "warning tipping hazard: center tabletop over column before applying chest compressions". The patient procedure was completed successfully as the or staff was able to reposition the table in the correct procedure orientation. Steris service technician arrived onsite to inspect the surgical table and confirmed the 4085 surgical table was operating per specifications; no repairs were required. The technician tested all functions of the table including battery and ac power. A steris account manager reinforced the safety warning information and proper use of the facilities surgical table. The surgical table is not under steris warranty. No additional issues have been reported.

Event description:
The user facility reported their 4085 surgical table tipped during a patient procedure. No procedure delay or cancellation occurred as a result of the reported event.